Event description:
Lap chole- "clip would not fully close." Patient status: ok

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering observed some dings along the shaft. The unit was actuated, engineering experienced the issue of clips scissoring when the device was actuated at a 45 degree angle. The unit was disassembled, all internal components met specifications. The root cause of the scissoring was likely that the application structure size, or the clip application depth, prevented proper clip closure. The root cause of the incomplete clip closure remains unknown as engineering was unable to replicate the incident. The dents on the shaft likely happened while removing the device from the tray packaging. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical is currently investigating packaging enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.